Event description:
It was reported that cartridge alarm 20 occurred on pump while customer attempted to use device, and alarm recurred even after following loading steps. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge using guided technique but was unable to resume insulin therapy, so technical support arranged replacement pump under warranty, instructed customer to place current pump in storage mode, confirmed shipping and return details, and advised customer to use multiple daily injections as backup therapy and to re-enter pump settings and reconnect continuous glucose monitor on replacement device.